Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updates to the following fields: d1,d2,d3,g1, and g4.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported false negative results with the binaxnow covid-19 with two patients performed on (B)(6) 2021. This MFR. Report addresses patient 2 of 2. The user reported they performed the binaxnow covid-19 test on (B)(6) 2021 and received negative results. The user states that however they tested positive together when testing at a facility. No additional patient information, including treatment and outcome, was provided.